Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation determined that the reported difficulties and subsequent treatment were due to procedural circumstances. It is likely that the distal shaft was kinked in the anatomy causing the noted damage and preventing the shaft lumens from moving freely resulting in deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the iliac artery with restenosis. The 8.0x80 mm absolute pro self expanding stent was advanced with a 6fr sheath and a non-abbott guide wire. The stent was deployed but it was not fully expanded. Reportedly, there was no issue with the deployment mechanism. Manual manipulation of the sheath was performed as well as pushing and pulling on the stent delivery catheter. The stent expanded a little bit more. The catheter was removed and an armada percutaneous transluminal angioplasty (pta) catheter was advanced and inflated to completely expand the stent. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.